Event description:
Boston scientific received information that this system was exhibiting left ventricular (lv) impedance measurements between 1000 ohms and 2000 ohms and had now exceeded 2000 ohms in true bipolar configuration (tip to ring). The configuration was reprogrammed to tip to right ventricular (rv) coil and ring to rv coil which produced measurements of 458 ohms and 467 ohms respectively. The caller will leave the lv lead configured tip to can configuration and will perform threshold and stimulation testing. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating a fracture of the associated lv lead is what resulted in the out of range impedance measurements and no pacing output. The caller expressed concern regarding a revision procedure in regards to complications and procedure time as the patient previously had some stents placed that resulted in clotting and a heart attack. A revision procedure was performed and this device and the associated lv lead were removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.